Event description:
The customer reported persistent high results for several assays, including glucose, uibc, lipase, cholesterol, and phenobarbital on their au5800 clinical chemistry analyzer (pn b96697, sn (B)(6)). The patient results were not reported out of the lab. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed the probable cause of the failure was low coolant level in the instrument. The fse refilled the instrument coolant to the appropriate level to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).